Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance spikes to greater than 3000 ohms over the past four months. There were also observations on myopotential noise that was causing inappropriate atrial tachy response episodes, the signal artifact monitor was disabled due to emi noise, and there were also farfield cross chamber sensing of the ventricular sense on the atrial channel that was falling into blanking periods. Technical services recommended consider programming unipolar pace bipolar sense to help mitigate the issue. The system remains in-service. No additional adverse patient effects were reported.